Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. The sensor was inserted into the abdomen on (B)(6) 2018. The patient stated they took insulin and ate before going to sleep and her blood sugar was at 122 mg/dl. The patient did not specify if this was the cgm or bg reading. She stated she woke up in the ambulance and was at the hospital at around 2:00am with a bg meter reading of 20mg/dl and the cgm reading 60 mg/dl. Treatment while in the ambulance and at the hospital is unknown. No data was provided for evaluation. The complaint confirmation and probable cause could not be determined. No additional event or patient information is available.